Event description:
Report received from (B)(6) stating that the hose of the device was damaged. The device was not being used in a surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. Ref: (B)(4).